Event description:
Customer reported that pump battery depleted too quickly but did not lead to pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by cts to uninstall and reinstall the mobile app and monitor battery depletion, with further actions advised if depletion exceeded 35% per day; customer acknowledged and understood the instructions.